Manufacturer narrative:
The investigation for the limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details or the device return, the root cause of the reported limb ischemia could not be determined. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 80 year old female patient with an impella cp placed for high risk cardiac procedure. The impella cp was placed and flows up to 3.6lpm. Successful ivus guided poba of lm/lad with penumbra used for mechanical thrombectomy. Decision made to leave peel-away sheath in place. Contrast injection performed through sidearm with no flow distally. 14f peel-away exchanged for repo sheath and contrast injection was repeated and revealed no flow distally. Decision was made to place swan and evaluate for tolerance of wean. The impella was successfully weaned and removed with 3 total perclose devices used. Femstop was applied. The patient survived the procedure.